Manufacturer narrative:
The reported event was ¿patient was having severe tricuspid regurgitation¿. As receive, a partial lead (only distal portion) was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations did not find any anomalies except for procedural damage.

Event description:
It was reported that the right ventricular lead was extracted due to the patient having severe tricuspid regurgitation. The patient was in stable condition.